Event description:
The lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The medical affairs specialist (mas) mailed a letter to the patient on november 3, 2006, since she could not be reached by telephone on two separate days. The mas also listened to the call between the patient and customer care advocate (cca) to obtain/verify information. On an unspecified date the patient attempted to test her blood glucose with the reported meter but it would not power on. After attempting to test with the reported meter, the patient administered self-care by taking insulin (unknown type and dose). At the time of concern, the patient had symptoms of feeling "real hot, shaky, and sweaty." It is not known if the symptoms started before or after the self-treatment was taken. The patient went to a hospital due to the symptoms. The patient obtained a blood glucose result of "362 mg/dl" in the hospital using an unidentified device. The patient was treated with "regular insulin" and given an "insulin drip." The patient tried replacing the meter's battery twice but this did not resolve the alleged power issue. The customer care advocate (cca) confirmed that the patient was using the correct test strips. The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: when the meter issue started, when the symptoms started, what the patient's medication regimen is, and if the patient was following the regimen before and during the time of concern. In addition, it would have been helpful to know if the patient was able to use a backup meter, what her last successful blood glucose result was on the reported meter, how long the patient was hospitalized for, and what her diagnosis was. This complaint is being reported due to the following conclusion: the patient had symptoms but was unable to test her blood glucose because of the alleged power issue. The patient ended up getting a blood glucose result of over 362 mg/dl in a hospital and received insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.